Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the devices were closed on tissue but would not release. At this time, it is unk how the devices were removed from the tissue. A same like device was used to complete the case with no patient consequence.

Manufacturer narrative:
Add'l lot # c4dt71.